Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided information for a pump reset, and the caller successfully reset the pump and started their sensor session without further errors.